Event description:
A consumer had essure implanted in her gynecologist's office. Depo shot since 1996 was reported as back-up contraception after essure insertion and before total occlusion confirmation. Right after essure procedure, she experienced stabbing pain in lower abdomen near ovaries. Hsg (hysterosalpingogram) test was performed and showed both implants were migrated into pelvic area (omentum). She opted for the tubal and removal of implants. The removal was medically necessary since it was not in the correct place. During surgery, both coils were found migrated to the pelvic area. Only one was removed and was reported to be in two pieces. No hospitalization was required. She did not have a date for removal of the second coil. The symptoms/pain resolved after surgery for a time, but that she experienced back pain again. The 20 months later ((B)(6) 2013), she was having back pain and had an x-ray showed a coil still in the pelvic area. Follow-up attempts were unsuccessful.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0201). Consumer had essure procedure on (B)(6) 2011 in which her body rejected. This was found at her 3 month hysterosalpingogram (hsg) dye confirmation test, done on (B)(6) 2012. According to her, it was found that both coils migrated out of her fallopian tubes and were sitting in her abdomen. She insisted that the failed procedure had to be corrected and the implants removed at that point in time. The doctor scheduled her for another procedure to do just that and, on (B)(6) 2012, she had surgery done. Once the surgery was complete her husband and she were told both implants were removed and her tubes were tied. Within the 2 years and 25 days of having the surgery to remove essure, she had problems such as constant pelvic pain, fatigue, lower back pain, groin pain, poking and flicking sensation in her abdominal area, dental issues (metal fillings fell out of place and she had 2 teeth break), trigeminal neuralgia and painful intercourse. Consumer also reported that, within the 2 years and 25 days of having the surgery to remove essure, she had problems such as constant pelvic pain, fatigue, lower back pain, groin pain, poking and flicking sensation in her abdominal area, dental issues (metal fillings fell out of place and she had 2 teeth break), trigeminal neuralgia and painful intercourse. On (B)(6) 2013, it was found that she still had 1 remaining coil plus fragments from the one coil the doctor removed (even though he stated that he removed both). Consumer stated that she had gone in for severe back pain at the point in which the coil was discovered. From this point forward, she continued to have problems and would undergo additional testing which involved a computed tomography scan (no result provided), 2 magnetic resonance imaging tests and more x-rays. On (B)(6) 2014, she had her first MRI on her liver area to conclude findings of a mass on her liver. The next MRI she had, was in (B)(6) 2014 and was of her spine (no result provided). On (B)(6) 2014, prior to scheduling surgery to remove the remaining coil, she requested an additional x-ray to confirm the location of the coil and found out that it had moved from the position it was in (B)(6) 2013 (consumer does not agree it is safe to perform a MRI while essure is in body). From the time she found out she still had one remaining coil and fragments, she started researching, gathering all her medical records and found out information in regards to essure implants and the materials that are used to make it. She found that she would probably have problems for the rest of her life due to the fact the doctor, who said he removed both implants (and also stated this on the post-operative reports), left pet fibers behind along with the coil and fragments from him, not properly removing the metal to begin with. In addition, consumer reported that the fragments left behind caused chronic inflammatory response and were endocrine disruptors causing autoimmune disease and states that polytetrafluroethylene (ptfe) and acrylonitrile butadiene styrene (abs) (material part of essure, according to reporter) are known for causing cancer. On (B)(6) 2014, she went in for the final removal of the coil and fragments. Consumer reported that this surgery went from being a diagnostic laparoscopy with removal to a total abdominal hysterectomy, left salpingo oophorectomy, right salpingostomy. During the surgery, it was found that her left ovary was filled with cysts, there was pelvic congestion, scar tissue and there was anenomyosis (as reported) in her uterus which was enlarged and needed to be removed. Consumer spent 3 day to night in the hospital. As of the day of report (7 months later), she was still recovering. She had not been able to lose weight, continued fatigue, by days end her abdomen swollen, headaches are less but still come and go and her pelvic pain is the healing pain from the total abdominal hysterectomy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had both implants that migrated into pelvic area (omentum) (interpreted as device dislocation). She underwent a surgery to remove implants and tie the tubes. However, one remaining coil plus fragments were still in pelvic area (interpreted as device breakage). During essure use, a mass on her liver was diagnosed approximately 2 years after insertion during MRI exam. Approximately a year after noticing that part of the coil had not been removed, it was noticed it had moved from the position it was (device dislocation). A total hysterectomy was performed. The events of device dislocations and device breakage during removal are listed in the reference safety information for essure while the mass on her liver is unlisted. In this particular case, all events occurred during essure use. However, considering the nature of these events, lack of alternative explanation and localized action of essure in the fallopian tubes, the causal relationship with essure is unlikely for the mass in liver and related for device dislocations and device breakage. Other non-serious events were reported. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.